Event description:
The manufacturer representative (rep) reported that the patient reported via another rep in (B)(6) 2014 having experienced several occasions of shocking at the implantable neurostimulator (ins) site. Indication for use included multiple back operations.

Event description:
Additional information was received from the manufacturer representative about a note given to them about the patient's hcp appointment last week. It was reported that the patient was in the office and was recorded to have had 6 lumbar operations with the last one being (B)(6) 2014 for a replacement of the ins. Manufacturer records had the recorded explant date as (B)(6) 2015 which is a different date provided by the hcp office.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.